Event description:
The pt reported that the "up" and "down" arrow buttons on the keypad were over-responding or not responding at all. Additionally, the "up" and "down" arrow buttons were difficult to press and felt flat. The buttons have to be pressed multiple times to elicit a response from the keypad. The "ok" button bounces and spring back normally. The reporter denies damage to the keypad or exposure to moisture or cleaning products.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.